Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost pairing with the ilet while the dexcom mobile app continued to display glucose readings, indicating the cgm was functioning and the issue was limited to pairing with the ilet. Remote troubleshooting and re-entering the sensor pairing code to reinitiate pairing were performed. Investigation of this case revealed that the pairing process was successfully restarted following the troubleshooting steps. No symptoms were reported as blood glucose was not impacted. Outcomes included no medical intervention or hospitalization. It was concluded that the event was due to a communication or connectivity issue between the dexcom g7 and the ilet, with the sensor itself operating as intended.